Manufacturer narrative:
It was reported that the poly insert has spun out. The surgeon believes the locking mechanism on the poly insert never fully engaged during implantation. Replacement poly inserts have been requested for revision surgery. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the poly insert has spun out. The surgeon believes the locking mechanism on the poly insert never fully engaged during implantation. Replacement poly inserts have been requested for revision surgery.